Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h11. A getinge field service engineer (fse) evaluated the unit and replaced the drive manifold and performed test. There was no patient involved. All functional and safety test were performed. At this time, the fse states the customer kept part for their own investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. At this time, the fse has not confirmed the repair of the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units dive manifold test fail. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).